Event description:
It was reported that the patient experienced inadequate stimulation in the hips, legs and lumbar region and had stimulation in the ribs. It was also noted that the patient had difficulty charging the implantable pulse generator (ipg). The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device was discarded per facility policy.